Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "femoral perforation during direct anterior approach total hip arthroplasty: incidence, cohort characteristics and management" written matthew c. Kinney, md, henry ho, ms, and william g. Hamilton, md published by the journal of arthroplasty on february 27, 2022, was reviewed. The aim of this study is to present a series of intra-operative femoral perforations to help determine an incidence for this complication, report on the peri-operative management and outcomes, and identify cohort characteristics associated with perforation. 3973 primary and conversion tha cases were performed by a single surgeon during direct anterior approach from 2009 to 2021. The surgeon used trilock, corail, and actis stems. Among those 3973 cases, there were 16 cases with an intra-operative femoral perforation. Based off the literature article is appears the fractured occurred during broaching. Adverse events: case #1 ((B)(6) male) ¿ intra-operative femoral perforation (right hip) in 2010. Perforation was treated with a longer stem and cerclage wires to prevent fracture propagation. Patient was also put on 10% weight bearing. Case #2 ((B)(6) female) - intra-operative femoral perforation (left hip) in 2011. No intra-operative treatment and patient was treated with 50% weight bearing. Case #3 ((B)(6) female) - intra-operative femoral perforation (right hip) in 2011. No intra-operative treatment and patient was treated with 50% weight bearing. Patient did sustain a post-operative dvt. Case #4 ((B)(6) male) ¿ intra-operative femoral perforation (right hip) in 2011. Perforation was treated with a longer stem and 50% weight bearing. Case #5 ((B)(6) female) - intra-operative femoral perforation (left hip) in 2013. No intra-operative treatment and patient was treated with 50% weight bearing. Case #6 ((B)(6) male) - intra-operative femoral perforation (right hip) in 2014. No intra-operative treatment and patient was treated with 50% weight bearing. Case #7 ((B)(6) male) - intra-operative femoral perforation (left hip) in 2014. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker. Case #8 ((B)(6) female) - intra-operative femoral perforation (right) in 2016. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker. Case #9 ((B)(6) male) - intra-operative femoral perforation (left) in 2016. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker. Case #10 ((B)(6) male) - intra-operative femoral perforation (right) in 2017. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker. Case #11 ((B)(6) male) - intra-operative femoral perforation (right) in 2017. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker. Case #12 ((B)(6) female) - intra-operative femoral perforation (left) in 2017. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker. Case #13 ((B)(6) female) - intra-operative femoral perforation (left) in 2018. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker. Case #14 ((B)(6) female) - intra-operative femoral perforation (right) in 2020. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker. Case #15 ((B)(6) male) - intra-operative femoral perforation (right) in 2020. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker. Case #16 ((B)(6) female) - intra-operative femoral perforation (right) in 2020. No intra-operative treatment and patient was treated with weight bearing as tolerated with a walker.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All images in the literature article were reviewed and no failures were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no finish goods lot number or product code was provided for this device.